Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result on a (B)(6) female patient with chest discomfort and shortness of breath. There was no additional patient information at the time of this report. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. After several attempts to obtain information, the reporting decision was based on limited information available. The customer has not provided product or patient information regarding this event.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 02/07/2018. Retain product was tested and functioning according to specification. Return product was not available.